Manufacturer narrative:
This potential issue was identified by our engineering team while performing internal testing on the device and under very specific conditions. A field safety notice was issued and transmitted to all of our customers. The field safety notice contains specific recommendations for our users to prevent any potential injuries to a patient.

Event description:
When the rosa device is used in stereotactic surgery, the "distance to target" function that is provided in "cooperative mode" during the guidance phase can give the user an erroneous value under certain conditions. When the user requests this distance to target information via the software interface, the value is displayed correctly. However, if the distance to target window remains open and the robotic arm is moved, the value is not automatically refreshed in the corresponding window thus the correct distance to target is not provided. This problem is present with the versions 2.5.0, 2.5.3 and 2.5.4 of the rosa software.